Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: two - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 15:00:03 and (B)(4) 2012 15:00:03. Weekly and daily hv-lead impedance trend data show various spike increases for max svc defib impedance = 59 to 106 ohms range between (B)(4) 2010 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that a care alert was triggered for an impedance spike. It was also reported that the impedance went back down to baseline after the spike. The lead remains in use. No patient complications have been reported as a result of this event.